Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the coyote es device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 20mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 11jul2025. It was reported that the balloon did not inflate. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon did not inflate. There was no visible damage was found on the outside, so when it was inserted into the body and expanded, no pressure was applied. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole 20mm from the tip.